Event description:
The patient's hip was revised for pain. The surgeon believes the positioning of the stem was the cause of the pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding malposition involving an accolade ii stem was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient's hip was revised for pain. The surgeon believes the positioning of the stem was the cause of the pain.